Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cuts were incomplete during laser assisted flap creation. Left lateral, upper portion without cutting bed noted. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient two¿s right eye and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was examined and the reported drop in overall system energy was confirmed and replicated. The company representative was able to clean the optical system and align for calibration of the energy system. This resolved the issue. The system was then tested and found to meet specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).